Event description:
Information was received from the company representative (rep) regarding a patient receiving dilaudid (hydromorphone) (160 mg/ml/0.3 mg/day) via an implantable pump. It was reported that on (B)(6) 2022, the patient was having a pain pump implant by their healthcare provider (hcp). At the time of advancing the intrathecal catheter 8780, the hcp was having a hard time threading the tip of the catheter towards t8. After several times of manipulating the catheter toward projected orientation, the hcp took out the entire catheter out of the body and noticed that the catheter stylet was sticking out one of the holes (medication ports) of the intrathecal catheter. The hcp was concerned about damaged catheter. The hcp was able to thread stylet back into the catheter and hcp, surgical tech, and circulating nurse inspected the catheter to be the completely intact on back table. The environmental factor was not available. The hcp requested to use a new 8780 moving forward just to be safe. The patient status at the time of this report was alive with no injury. The medical history and weight were asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780. Serial# (B)(4). Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.